Event description:
Caller reported a cartridge alarm issue during the load process of the pump, with their blood glucose level displayed as "high," though the specific value was not known. There was no mention of an adverse impact to the customer's blood glucose level. The customer had not taken any corrective actions due to the alarm; however, technical support assisted in attempting to load a new cartridge, but the alarm recurred. Consequently, the pump was set to be replaced as it was still under warranty, and the caller would receive a pump with updated software. No backup insulin therapy was available, so the caller planned to contact their healthcare provider. Instructions were provided for returning the faulty pump, which the caller understood and acknowledged.